Manufacturer narrative:
Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf impact code f2301 captures the placement of additional stents. Imdrf impact code f2202 captures the endoscopic procedure performed in an attempt to remove the stent. Imdrf device code a010402 captures the reportable event of stent migration. Imdrf device code a0106 captures the reportable event of stent obstruction within device. Imdr device code a0406 captures the reportable event of stent material deformation.

Event description:
It was reported to boston scientific corporation that a wallflex fully covered rmv biliary stent was implanted to treat a severe malignant distal bile duct stricture during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2022. On (B)(6) 2022, post-stent placement, a computed tomography arterial portography (ctap) observed that the stent had migrated above the papilla. Planned stent retrieval procedure was delayed due to patient's radiation treatment, radiation esophagitis, pancytopenia from chemotherapy, and difficulty in coordinating with ongoing cancer care. On (B)(6) 2024, ercp procedure was performed to retrieve the stent but was aborted since the stent was not found in the ampulla. On (B)(6) 2024, a second ercp was performed, and found that the stent was delaminated and embedded. Subsequently, the extensive sludge and stone debris from the duct were swept. A non-boston scientific stent and a plastic pigtail stent were then placed, and further stent removal was no longer attempted due to patient's malignancy. Note: photos of the complaint device were provided showing that the stent was damaged.